Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique with a 14fr sheath prior to a transcatheter aortic-valve implantation (tavi) procedure in a moderately calcified common femoral artery. Reportedly, it was not possible to reinsert the guide wire in the guide wire exit port after pre-close technique. The device achieved hemostasis. A second guide wire was used successfully. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating a needle problem occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy needles and difficulty inserting the guide wire was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated date of the event, which was reported as occurring in (B)(6) 2012. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.